Event description:
It was reported that pump displayed malfunction code 24 that could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, provided instructions for placing problematic pump in storage mode and returning it within specified timeframe, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.